Manufacturer narrative:
The customer alleged that the bed was put on reverse trendelenburg without action. There was no allegation of injury. The hillrom service technician provided further information into the failure of this bed on 13 aug. His investigation concluded that the failure was not due to an electrical fault. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The totalcare® bed system is capable of 15° reverse trendelenburg where the head end of the bed system articulating frame raises relative to the foot end. The hydraulic power unit pressurizes and distributes fluid to the hydraulic cylinders that articulate the frames of the bed system. This unit consists of a motor-driven pump, manifold, reservoir, and an optional foot pump. The bed system¿s power control module sends power to the pump motor and solenoid valves on the manifold in response to a user¿s activation of a siderail switch. The foot section is slowly lowering due to a fault within the hydraulic system. It was determined that this is not a fault with the electrical system. A previous investigation into "trendelenberg function not working" identified a number of potential root causes for hydraulic system failures including, but not limited to, dirty seals, damaged and/or disconnected hoses and fittings, dirty hydraulic fluid, damaged seals and inadequate contamination control procedures. This is not an electrical fault where the bed starts on its own, but rather a valve staying open and the foot section slowly drifting down over time. If the foot section was lowering without action, this would be readily detectable by the user. The user would recognise the movement and if necessary move the patient to another bed and remove the bed from the clinical environment. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. It recommends that users perform a semi-annual preventative maintenance (pm). Preventative maintenance will minimize downtime due to excessive wear. The pm schedule instructs to test the bed function controls for proper operation of the function and momentary operation and the proper operation of the foot cylinders is also required to be checked. This does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. No report of serious injury or death. Hillrom does not consider this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating that the bed moving to the reverse trendelenburg on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the hydraulic power unit needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom has provided the account an estimate for repair of this bed . The account has not yet authorized the repair. Replacement of the hydraulic power unit will resolve this issue and hillrom will complete this repair upon approval from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the bed moving to the reverse trendelenburg on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).